Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced scarring after the implant of this inflatable penile prosthesis (ipp). The event was noted time later when a new ipp was used to replace the original one. The reason of the replacement was not provided. There were no additional patient complications reported.